Event description:
Customer reported the unit has an error codes messages of data acquisition (da) pcba adc failed and machine and proximal pressure sensors failed. Customer reported that there was no patient involvement.